Manufacturer narrative:
Initial 4 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set was accidentally pulled out during use due to the tubing getting caught on something or the pump falling. This led to elevated blood glucose levels which were treated with a corrective injection via multiple daily injections on (B)(6) 2026.